Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 237 mg/dl. The customer stated that the plastic part where the dome label is located and the back sticker with barcode are missing. The customer also reported a crack on the side of the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, address/serial number label missing, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, detached end cap and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.